Manufacturer narrative:
The customer¿s report of a broken piece inside the pump was confirmed and identified as the platen lower hinge bracket. During inspection, it was observed that the lower hinge bracket was completely detached from the platen assembly and that one of the broken bracket pieces was attached with the rivet on the bezel assembly. Inspection of the bracket under magnification showed the part degraded, with signs of a chemical attack and added physical stress prior to the breakage. The device event log showed that the infusion was programmed at 4:23 pm. A ¿check IV set¿ alarm occurred shortly after, followed by a ¿flow stop open¿ alarm. The issues appear to have been cleared by the user and the infusion was started at 4:24 pm. The pump continued to infuse for approximately 14 minutes until an air in line alarm occurred at 4:38 pm. It is suspected that the reported 15 minutes of infusion occurred during this time. Three additional ¿check IV set¿ alarms followed during the next 7 minutes possibly indicating the platen assembly falling out of the pump. The log shows the door latch being opened and two ¿flow stop open¿ alarms, making it evident that the user was experiencing some issues with the device. The device passed rate accuracy testing with the damaged platen assembly installed. However, when the platen is dislodged internally in the unit a ¿safety clamp open/close door¿ alarm can be exhibited resulting from the door open/close sensor not detecting the sear. The probable cause of the over infusion was a broken platen, caused by physical stress and chemical attack to the lower hinge bracket. The root cause of the physical stress and chemical attack was not determined.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 50 ml infusion of daptomycin (420 mg) was programmed to infuse over 30 minutes however the bag was empty in 15 minutes and the pcu indicated 25 ml was left to infused. The nurse reported that the "plastic piece on the inside of the pump was broken". There was no report of patient harm.